Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to water. Customer went into the pool with pump on it. Customer stated that they received a sudden vibration followed by a blank display immediately after the pump's exposure to moisture. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. The pump failed the leak test. The pump had a leak at a crack on back of the case. No audio or vibration alert was noted. Unable to perform the functional tests, including the self test, rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the blank display. The pump was received with a corroded motor home switch. The pump was received with keypad overlay texture damage and minor scratches on the lcd window.